Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.1, 1.5, 1.0, lab: 1.7. The patient was in the hospital about 3 weeks ago, information about antibiotics is unknown. The results were from 3 tests back to back inr = 1.1, 1.5, 1.0. The lab result is from 2 hours after the inratio test; lab = 1.7.